Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the customer heard a loud bang followed by a burning smell and error 256 "lasing and safety-capacitors voltage fail before pulse delivered. Next steps: open a service call." No further information was provided.

Event description:
It was reported that the customer heard a loud bang followed by a burning smell and error 254 and 256 "lasing and safety-capacitors voltage fail before pulse delivered. Next steps: open a service call." When work was being performed on the console error codes 203 and 208 were also present and the charger was lit red indicating that a replacement of the charger is required. No further information was provided.

Manufacturer narrative:
The service repair was performed on site by the field service engineer (fse). During service repair, the fse removed the old charger and replaced it with a new one. The engineer powered on the console and ensured that no error codes or messages appeared. The console passed the initial tests, and after further testing the near and far were found to be out of alignment and the pyro was out of specifications. The fse adjusted the hr optics for each brick and ensures that all were aligned within specifications. The output energy of the laser was tested at low, medium, and high and all three levels passed within manufacturer specifications. The repair was completed, and routine preventative maintenance service was performed. According to the work order and the work performed, it is likely that the charger was damaged. Therefore, the reported allegation is confirmed. Most likely the damaged charger could have affected the device performance leading to the event experienced by the customer. Since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that the customer heard a loud bang followed by a burning smell and error 254 and 256 "lasing and safety-capacitors voltage fail before pulse delivered. Next steps: open a service call." When work was being performed on the console error codes 203 and 208 were also present and the charger was lit red indicating that a replacement of the charger is required. No further information was provided.

Event description:
It was reported that the customer heard a loud bang followed by a burning smell and error 254 and 256 "lasing and safety-capacitors voltage fail before pulse delivered. Next steps: open a service call." When work was being performed on the console error codes 203 and 208 were also present and the charger was lit red indicating that a replacement of the charger is required. No further information was provided.

Manufacturer narrative:
The service repair was performed on site by the field service engineer (fse). During service repair, the fse removed the old charger and replaced it with a new one. The engineer powered on the console and ensured that no error codes or messages appeared. The console passed the initial tests, and after further testing the near and far were found to be out of alignment and the pyro was out of specifications. The fse adjusted the hr optics for each brick and ensures that all were aligned within specifications. The output energy of the laser was tested at low, medium, and high and all three levels passed within manufacturer specifications. The repair was completed, and routine preventative maintenance service was performed. According to the work order and the work performed, it is likely that the charger was damaged. Therefore, the reported allegation is confirmed. Most likely the damaged charger could have affected the device performance leading to the event experienced by the customer. Since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure.

Manufacturer narrative:
The service repair was performed on site by the field service engineer (fse). During service repair, the fse removed the old charger and replaced it with a new one. The engineer powered on the console and error 203, 208 were active. The charger led was lit red indicating that the charger was bad and required replacement. The old charger was replaced with a new one. The console passed the initial tests, and after further testing the near and far were found to be out of alignment and the pyro was out of specifications. The fse adjusted the hr optics for each brick and ensures that all were aligned within specifications. The output energy of the laser was tested at low, medium, and high and all three levels passed within manufacturer specifications. The repair was completed, and routine preventative maintenance service was performed. According to the work order and the work performed, it is likely that the charger was damaged. Therefore, the reported allegation is confirmed. Most likely the damaged charger could have affected the device performance leading to the event experienced by the customer. Since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that the customer heard a loud bang followed by a burning smell and error 254 and 256 "lasing and safety-capacitors voltage fail before pulse delivered. Next steps: open a service call." When work was being performed on the console error codes 203 and 208 were also present and the charger was lit red indicating that a replacement of the charger is required. No further information was provided.

Event description:
It was reported that the customer heard a loud bang followed by a burning smell and error 256 "lasing and safety-capacitors voltage fail before pulse delivered. Next steps: open a service call." No further information was provided.